Manufacturer narrative:
B3: date of event is unknown. No information has been provided to date. One device was received for investigation. The reported issue was confirmed during functional testing when the reported issue was duplicated. The issue was traced to the device downstream occlusion sensor, which was determined to be faulty. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. The dso sensor and dso seal were replaced, and the device passed all testing.

Event description:
It was reported that the pump was not loading the cassette. When fitted in it did not identify the cassette. There was no reported patient involvement.